Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer stated the act button is hard to press and does not always respond. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of hospitalization was 40 mg/dl. Customer cause of hospitalization was low blood glucose. Customer was treated with glucose and started an IV of sugar through her veins. Customer had a seizure. Customer was wearing the pump at time of hospitalization. The customer declined to troubleshoot for low blood glucose.